Manufacturer narrative:
Initial.

Event description:
It was reported that a user started a new dexcom g7 continuous glucose monitor (cgm) sensor on the ilet, observed a warm-up completion but did not provide glucose readings; the device settings were toggled, and after a device restart the g7 pairing completed and the sensor reconnected. Symptoms included no glucose data displayed on the ilet. Outcomes included no alerts or alarms, no injury, and no medical intervention. User support included verification of bluetooth version and device reboot with successful reconnection. Investigation of this case revealed a transient pairing failure between the ilet and the g7 sensor that resolved after restart, consistent with a communication or software handshake issue. It was concluded, based on previously established findings for similar reports, that the cause was a temporary device-to-sensor communication interruption resolved by standard troubleshooting.